Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported patient outcomes could not be determined through this evaluation. This study evaluated the association of serum creatinine (scr) and cystatin c (cysc) with early post-operative outcomes and long-term mortality. 80% of the patients in this study were supported by a heartmate 3 left ventricular assist device (lvad). Biomarkers were collected and measured before lvad implant. The composite of early outcomes occurred in 72 (55%) patients: 10 (8%) in-hospital deaths. Furthermore, there were 20 (15%) patient deaths over a median follow-up of 13 months. This study also noted right ventricular failure (rvf) and acute kidney injury (aki) (related manufacturer report number: 2916596-2020-04657). The study referenced in the research abstract examined 104 heartmate 3 patients. The device history records could not be reviewed as the heartmate 3 device serial numbers, as well as other specific case / patient information, are not available and were not requested. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Adverse event was reported in related manufacturer's report #2916596. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract ¿serum cystatin c as a predictor of early outcomes and long-term mortality in contemporary lvad patients¿ identifying that the heartmate 3 may be related with post lvad in-hospital mortality, right ventricular failure (rvf), acute kidney injury (aki) and prolonged length of stay (los) for more than 30 days post-lvad implant and the serum cystatin can be a predictor for these outcomes. This study evaluated the association of serum creatinine (scr) and cystatin c (cysc) with early post-operative outcomes and long-term mortality. A total of 180 patients were evaluated from feb2016 to aug2019, and 80% were implanted with hm3. Biomarkers were collected and measured before lvad implant. The composite of early outcomes occurred in 72 (55%) patients: 10 (8%) were in-hospital deaths and 20 (15%) patients died over a median follow-up of 13 months. The reported events will be filled in the us as a summary report based on communication received from FDA; case 1: represents a summary of the events of serious injury (B)(4). Case 2: has been added to capture the event of death (B)(4). Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event is approximate since the data were collected between february 2016 and august 2019. Author: g.m. Mondellini, et al. Journal of heart and lung transplantation, volume: 39, issue: 4, pages: s182. Doi: 10.1016/j.healun.2020.01.763 cardiology, columbia university medical center, new york, ny. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database (per section 6.3.4 of 88197).